Event description:
It was reported to philips that the wired footswitch for the azurion did not work. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned procedure was completed by re-connecting the pwcb. The customer reported that the wired footswitch was not working. During troubleshooting, the philips remote service engineer (rse) inspected the system remotely and confirmed that the customer had the impression that the wireless footswitch should be placed on the floor and then it would work which wasn¿t the case. So, the customer switched back to use their old footswitch, which couldn't be used as the cable for the wired footswitch to the pwcb runs through a sealing which was under fire protection. The fse installed a new cable for wired foot switch to connect it to swcb in order not to break the sealing. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.